Manufacturer narrative:
D4: UDI (B)(4). Devaluation evaluation: we received one device for investigation. Visual inspection showed front panel was bent, input/output side label was ripped, relief alarm pressure knob was replaced. The device manometer gauge did not work, and front panel was damaged. The physical damage to the device was the cause of the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the gauge was not working and looked like it was dropped. Patient involvement unknown.